Event description:
It was reported that the customer changed the infusion set and was experiencing high blood glucose levels afterwards. The customer's blood glucose was over 600 mg/dl. The customer stated that he did bolus but did not believe it was working. Troubleshooting was done. The customer stated that when he would bolus with the insulin pump, he would received a limit reached alert. Advised customer in reviewing the maximum bolus setting. The customer was able to bolus without receiving any alarm. Advised customer to change the entire infusion set, reservoir and insulin and then treat per healthcare provider's instructions. The customer stated that he would call back if his blood glucose levels did not decrease. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.